Manufacturer narrative:
A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported by the patient¿s spouse that after the implant ¿the wire came undone and was zapping¿ the patient. The patient¿s heart rate was 38 and had been dropping to 34-46 and the patient was not feeling good. The caller was requesting a list of physicians in the area. The leads remain in use. No further patient complications have been reported as a result of this event.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.